Event description:
It was reported a patient experienced chest pain, chest congestion, difficulty breathing, and fluid in the lungs coincident with peritoneal dialysis (pd) therapy on the homechoice. The patient was hospitalized for this event. Treatment and cause of the event was unknown. The patient remains hospitalized. Outcome for the event was unknown. No additional information is available. Additional information was requested, but was not available.

Manufacturer narrative:
(B)(4). The device was manufactured in 1997. A review of the device history records showed no abnormalities that could cause or contribute to the reported event. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The device was not returned therefore, a device analysis cannot be completed. The cause is undetermined. Should additional relevant information become available, a supplemental report will be submitted.